Event description:
Based on medical records provided by the patient's attorney: on (B)(6) 2006 - patient underwent repair of complex multi-fenestrated incisional hernia, containing 5 separate hernia defects with composix kugel mesh. On (B)(6) 2006 - office visit note. "Since last visit the wound opened and drained spontaneously a large seroma. The drainage has now decreased." On (B)(6) 2006 - follow up 2 weeks postoperative incisional herniorrhaphy. Patient has developed a hematoma and infection and now having vac therapy. On (B)(6) 2007 - follow up visit. Wound has started draining again, a watery yellow fluid. Patient is afebrile and feeling fine. On (B)(6) 2007 - patient underwent excision of infected composix kugel mesh and replacement of a non-bard graft. Fragments of the polypropylene that were well incorporated into tissue were not removed.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Currently, it is unknown whether the device may have caused or contributed to the reported event. The information provided indicates that the patient was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available information, no conclusion can be drawn.